Event description:
Upon review of the (B)(6) male pt's flag files zoll customer support reported a service code 110 (over voltage fault). The pt was contacted and issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 110) was confirmed. Code 110 indicates the voltage measured on the capacitors was too low to deliver a treatment pulse. Upon investigation, capacitor c10 was shorted, causing thermal damage to the ca board as well as capacitors c772 and c2. The cause for the code 110 and the thermal damage was the shorted capacitor, c10. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the shorted c10 capacitor. The pt received a replacement monitor.